Manufacturer narrative:
A supplemental report will be filed upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak during the patient's treatment. The patient's caregiver stated that during the patient's treatment, fluid was leaking from the bottom of the cassette door. The set was not made available for evaluation. Multiple follow-up attempts were made to obtain additional information. No additional information is available.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. According to a sap search there was no product available from this lot in distribution centers to be analyzed. The entire lost has been sold or distributed. Device history record review was performed on potential related lots and no noncomformance reports or other abnormalities during the assembly of these lots were found. Product labeling, material, and process controls were within specification.